Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned with the connector portion measuring 11.4 cm. An external insulation abrasion was noted at 9.2-9.3 cm from the connector pin, consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.